Event description:
It was reported that bd - leakage. On (B)(6) 2025, at 9:10 a.m., while administering intravenous fluids to a postpartum woman, the original retained needle was used to connect the infusion tube. Leakage of fluid was observed at the connection point between the retained needle catheter and the y-tube. The issue was attributed to the material of the retained needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Ar-code--a review of the applicable fmea/eura (d-eura--srd-rm0012 rev:18) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information available.